Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve inside a 34 mm non-edwards valve, the 26 mm commander delivery system and valve jumped into the ventricle. The delivery system and valve were unable to be pulled back higher due to the stent of the non-edwards valve. Subsequently, the valve was deployed, but it was low which resulted in severe aortic insufficiency (ai). A second 26 mm sapien 3 ultra resilia valve was prepped and then deployed successfully inside the first 26 mm sapien 3 ultra resilia valve. Due to the height of the second valve, a stent was deployed and sticking out of the ostial to hold the leaflet down from covering the right coronary artery (rca). The patient was stable and transferred to the post-anesthesia care unit (pacu) for recovery. Additional information was provided clarifying that the delivery system balloon had interacted with the frame of the non-edwards valve and pushed the system down. The ai observed was a paravalvular leak (pvl). It was severe due to the position of the first valve after it was deployed. It was noted that there was a risk of obstruction due to the procedure being a valve in valve. The obstruction was to the rca after the second valve was deployed due to the second valve having to be deployed higher. There was no allegation of an edwards device deficiency or device malfunction causing or contributing to the obstruction.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the imagery revealed a pre-existing transcatheter heart valve (thv) that was a supra-annular thv. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve malposition that resulted in severe paravalvular leak (pvl) and subsequent valve-in-valve was unable to be confirmed. The reported event does not allege a malfunction that may be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, "during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve inside a 34 mm non-edwards valve, the 26 mm commander delivery system and valve jumped into the ventricle. The delivery system and valve were unable to be pulled back higher due to the stent of the non-edwards valve. Subsequently, the valve was deployed, but it was low which resulted in severe aortic insufficiency (ai). In regard to the delivery system and valve jumping into the ventricle, it was clarified that the delivery system balloon had interacted with the frame of the non-edwards valve and pushed the system down." In this case, the delivery system was jumping toward ventricular, leading to the sapien 3 ultra resilia valve to also be toward ventricular through the pre-existing supra-annular thv. However, the delivery system with the sapien 3 ultra resilia valve was unable to be pulled back or re-positioned higher toward the aorta through the pre-existing thv. As a result, a decision was made to deploy the sapien 3 ultra resilia valve as is or low, resulting in a malposition thv. As such, the available information suggests that procedural factors (unable to re-position the valve due to pre-existing thv) may have contributed to the event. In regard to the pvl, per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves. The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to the pvl event. Investigation results suggest/indicate procedural factors (valve malposition) may have caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.